Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. No lot # provided. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that several nurses complained that their patients did not receive the full dose of insulin when using bd autoshield¿ duo safety pen needle(s). Although they did not provide any additional information, they did state that some patients developed dka. It is unknown what injuries or medical interventions where done, if any.